Event description:
It was reported that the patient received inappropriate therapy. The device was withholding therapy delivery even though it was oversensing t waves and - while the patient rhythm did not appear to change - the device discontinued withholding, t wave oversensing resumed, and the patient received a shock. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed oversensing. There was 1 ventricular fibrillation (vf) episode where the average v-cycle was equal to 210 ms between (B)(6) 2011 14:49:02 and there was 1 lead failure predictor (lfp) high rate non-sustained (ns) episode where the average v-cycle was equal to 215 ms on (B)(6) 2011 15:12:28.